Event description:
It was reported that during a laparoscopic distal pancreatectomy procedure, the clip was malformed at the 1st firing when the device was used by the surgeon on the splenic vein. Although there was a difficulty in removing the malformed clip, it was removed with a forceps via a trocar. No clip fell into the patient. After the device was fired outside the patient, the clip was formed as intended. Another sealing device was used to seal the patient side and to complete the case. There were no adverse consequences to the patient. Four devices and the malformed clip (the complaint device was discarded) will be returning.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that device a was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. The analysis results found that device b was returned in good visual condition and inside its sterile package. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # j91v15, expiration date: 06/2017, manufacturing date: 07/2012. The analysis results found that device (c) was returned in good visual condition and inside its original package. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # j92p3g, expiration date: 09/2017, manufacturing date: 10/2012. The analysis results found that device d was returned in good visual condition and inside its sterile package. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device d additional information: batch # j9281t, expiration date: 08/2017, manufacturing date: 09/2012. Additional analysis: no device was returned for analysis. 5 device clips were returned for analysis. The clips were measured using a special tool and it was determined that a clip gap condition existed on all of the returned clips. In order to prevent this condition, fully squeeze the trigger on each firing. Do so by pulling back on the trigger even after a sharp 'click' is heard and until you touch plastic trigger to plastic handle (plastic to plastic). The batch history records were reviewed with no anomalies noted during the manufacturing process. Additional information: batch # unk, expiration date: unk, manufacturing date: unk. The device was not returned; one conforming and one scissored clips were returned inside a plastic bag. Due to the device was not returned, no functional testing could be performed to evaluate the reported incident. No conclusion could be reached as to what may have caused the reported incident. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformance.